Event description:
It was reported that the asymptomatic patient presented to clinic for a normal follow-up. It was noted that interrogation via radio frequency telemetry was not possible. The event was reproducible. It was also noted that merlin.net transmissions were not performed after (B)(6) 2016 due to the issue. The software was uploaded to resolve the issue. There were no adverse consequences to the patient due to the event.